Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing his scs system intermittently turning off without prompting and the patient had to use the patient programmer to turn the system back on. A sjm representative met with the patient and reprogrammed the patient's system, however, the issue has reoccurred multiple times. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient's scs ipg was replaced with a new one.